Manufacturer narrative:
Device power up properly after battery installation. Power connector plug in and locked in place properly. Device passed the displacement test, active current measurement, sleep current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No battery or power anomalies noted during testing or in power graph.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm. The customer's blood glucose level was unknown. The customer also reported that the insulin pump was beeping with insulin flow block after programming then gave series of battery alarms. The device will be returned for analysis.